Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume with luer lock end syringe inlet had a black dot visible in the hose. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.